Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the surgery the zipfix loosened after using the application instrument. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on the findings, it can be concluded that the user removed the device needles on three of the five devices through twisting the needle off. As per the systems technique guide step 2 the user should not remove the needle without the system cutter. The twisted of needle resulted into a larger cross sectional area of the device end. While this end is pushed into the locking head the locking feature will be deformed and therefore not able to lock and consequently tensioned as per the intent. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.